Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction of the drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review of kit lot d360 was conducted. There were no nonconformances related to the complaint..  The lot met release requirements. A review of kit lot d360 for the reported complaint issue shows no trends. Trends were reviewed for complaint categories, drive tube leak/break, alarm #7: blood leak (centrifuge chamber) and alarm #21: air detector test failure. No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. A review of the smartcard data confirmed that prime was completed without incident. Collection was started and the purging air phase was completed after 192 ml of whole blood had been processed. An alarm #7: blood leak (centrifuge chamber) alarm occurred after 462 ml of whole blood processed, and the customer cycled the power. An alarm #21: air detector test failure alarm then occurred, which was the last event recorded on the smartcard. An evaluation of the photos, found a smudge on the chamber wall which could have been caused by delamination of the upper bearing stop. This delamination would have allowed the drive tube to extend and rub against the wall of the centrifuge chamber creating the smudge. Based on the photos, the upper drive tube appears to have demonstrated twisting or necking between the upper bearing stop and the upper bearing. This twisting/necking could have caused the drive tube to break and ultimately leak. The photos showed that the upper bearing retainer clip was in the closed position, implying that it was in the correct position during the procedure. The photos also showed that the upper bearing stop was out of position. An examination of the kit found that the bearing stop for the upper drive tube bearing had delaminated. This bearing stop could be moved axially along the length of the drive tube. There was also a twist in the drive tube right where the upper bearing stop had been molded. A review of the device history record did not identify any related nonconformances. A material trace of the over-molded drive tube assembly and its components used to build this lot did not find any nonconformances. The investigation determined that the cause of the drive tube leak was most likely upper bearing stop delamination. The upper bearing stop delaminated from the drive tube shaft which allowed the upper drive tube to twist and break; ultimately causing the leak. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. (B)(4).

Event description:
The customer called to report a drive tube leak/break that occurred during a treatment procedure. The customer stated that the drive tube leaked at approximately 600ml of whole blood processed. The customer reported that the patient was then disconnected and the treatment was aborted with no blood/products returned to the patient. The customer stated that the patient was in stable condition and no medical intervention was required. The customer reported that the kit was properly installed and it was inspected before the start of the treatment. The customer stated that no alarms occurred during the treatment. The kit, smartcard, and photos were received for investigation.